Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced multiple parts including the vacuum pump, the vacuum tubing, the 3-way valve and the dispenser unit to resolve the issue. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported obtaining high glucose patient results on their au5800 clinical chemistry analyzer. The customer did not release the results out of the laboratory. The customer repeated the sample on another au analyzer with results were lower. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.